Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a low blood glucose scan while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced palpitation and blurred vision and made hcp contact where they were provided "ultra rapid insulin subcutaneously," for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A reported senosr scan of 65 mg/dl was compared to an hcp glucose test of 395 mg/dl, when plotted on a parkes error grid, the results fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d1(brand name) was incorrectly documented in the previous report. Correction have been made.

Event description:
A complaint was received regarding a low blood glucose scan while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced palpitation and blurred vision and made hcp contact where they were provided "ultra rapid insulin subcutaneously," for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A reported senosr scan of 65 mg/dl was compared to an hcp glucose test of 395 mg/dl, when plotted on a parkes error grid, the results fell into the "d" zone showing the difference in values to be clinically significant.